Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was discovered to be in storage mode while this patient was having surgery. The patient had been non-compliant to device follow-up. End of life (eol) had been declared in february 2010. The health care professional turned the device to off and was able to see intermittent pacing. The patient had an intrinsic rhythm, however the rate was not reported. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the device did not plan to be replaced per the request of the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Approximately one year later the device was explanted and replaced. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.